Manufacturer narrative:
The connector portion of the lead was returned for analysis. Analysis was normal. No anomalies were found. All damages found were consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Fluoroscopic inspection revealed that the right atrial and ventricular leads were dislodged and braided due to twiddler's syndrome. The right ventricular lead also exhibited high capture thresholds. The right atrial lead exhibited a lead fracture and high, out-of-range impedance. The leads were capped and the right ventricular lead was replaced. The patient was fine throughout the procedure.

Event description:
Additional information recevied on march 21, 2018 indicates that the right ventricular lead exhibited an insulation fracture.